Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was returned for evaluation. Visual inspection was completed, and no biomaterial was observed. Based on the available clinical information, the root cause of the issue was most likely biomaterial; however, there was no confirmed issue with the pump. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 56-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced thrombus. As the physician was advancing the device, he pulled back on the 0.018 impella wire. An attempt was made to buddy wire the device into the left ventricle, but this was unsuccessful. The physician removed the pump to rewire. The wire was again, back in the left ventricle. When the physician inspected the pump prior to loading it on the 0.018 wire, he "thought he saw some clot" and elected to use another device. No further information was provided.